Event description:
Customer reported, the unit of measure on her freestyle meter changed from mg/dl to mmol/l and began experiencing symptoms of dizziness and "felt faint". She did not seek any third party medical intervention and self treated with insulin. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.